Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3389-40, lot # j0327094v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3487a-33, lot # j0340486v, implanted: (B)(6) 2003, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2003, product type extension. (B)(4).

Event description:
A manufacturing representative reported the patient had erosion and the implantable neurostimulator (ins) and extension were explanted. The patient had erosion at the pocket site and they had a high white cell count. The left ins was eroding through the skin. On (B)(6) 2015, the patient¿s health care provider (hcp) removed the ins and cut the extension leaving a portion implanted. The cause of the event was not determined. On the day of this report, the patient was having the system replaced. During the revision, fluid was found behind the ear and the hcp did not like the look of it. The hcp thought the fluid contained white blood cells so they took a culture. The patient was put on antibiotics and their condition was to be monitored. The ins and extension would be replaced sometime in the future. The patient¿s indication for use is parkinson¿s dual.

Manufacturer narrative:
(B)(4).